Event description:
It was reported that the patient presented for aveir leadless pacemaker (lp) implant. During the procedure, it was discovered that the lp dislodged during deflection. The device was redocked in the patient, upon which it was determined that the docking was not straight. The lp was implanted using a second catheter. There were no patient consequences.